Event description:
It was reported that implant was removed due to pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight: unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Implant had signs of use. Bone debris on external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #24 (fdi) for approximately 5 months. Implant was placed on a previously allografted site and loaded prior to failure. DHR review for the lot number (1251405) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1251405) for similar events (complaint category keywords: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.